Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient was using the private label switch premier (biofinity sphere) contact lenses at the time of the incident. It is reported that the patient was diagnosed with bacterial keratitis in the right (od) eye. The patient was treated for four days by an outpatient ophthalmologist then hospitalized in the eye department for 6 days for a corneal ulcer in the lower nasal quadrant of the eye. The patient was treated with a dual combination of antibiotics, both locally and intravenously. The patient was discharged and continues local treatment with a dual combination of antibiotics; treatment is ongoing as of (B)(6) 2020. The contact lens from the right eye was cultured and tested positive for the presence of the pseudomonas aeruginosa bacterium. The residual lens care solution from the bottle was cultured and no bacterium was present in the sample. No lenses have been returned to the manufacturer for device analysis and no lot details have been made available. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.